Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump had been replaced on an unknown date. The device would not be returned to the manufacturer and it was unknown what had happened to the old pump. No further information was available.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that multiple intermittent pump motor stalls were documented in the logs. After the last motor stall, the pump had recovered so far and was still stopped. The healthcare provider was advised to program the pump to a minimum flow rate to have more control over the medication. There were no known external factors like magnetic resonance imaging (MRI) or other strong electromagnetic interference (emi) that may have caused or contributed to the event. The issue was not resolved as of 2024-jun-19. The patient was without injury regarding their status as of 2024-jun-19. The pump currently remained implanted and out of service. The pump was to be replaced; however, surgical intervention was not yet scheduled. The pump implant date was unknown. The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.